Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and upon evaluation of the system, the issue was not confirmed. Fss checked the system and performed a field service checklist. The system was verified for all modes of operations and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that phaco error and system freeze occurred with the phacoemulsification machine. The account attempted to restart the system and the issue was cleared. There was no patient involvement reported and no patient treatments delayed or cancelled.